Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the battery voltage recently began dropping in an irregular fashion which could possibly be related to an internal electrical short of the battery. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.